Manufacturer narrative:
The affected device was analyzed on-site by dräger service. During the inspection, the problem was reproduced, and a faulty display was identified as the root cause of the reported malfunction. Replacing the display resolved the issue. Ventilation is not affected by a display failure and continues with the set parameters. Monitoring functions and buttons on the display unit cannot be used. Safety-relevant parameters such as fio2, minute volume, and airway pressure, as well as an indicator of ongoing ventilation, are displayed on the additional oled display on the ventilation unit. The number of similar cases, related to the same root cause, is within the expected range of the respective risk assessment and thus accepted.

Event description:
It was reported that the display of the device failed and turned gray during patient ventilation. The display remained gray even after powering on and off. The device was subsequently replaced by the user. No patient injury was reported.